Event description:
A male patient underwent a fistulogram on (B)(6) 2012. Access was grained with a micropuncture set, leaving the sheath in, the doctor pulled out the dilator and wire at the same time. The wire began to unravel. Leaving a long piece of the wire inside the patient's body. The doctor then inserted a second micropuncture set to attempt to retrieve the wire. The tip of the wire broke off, and remains inside the patient.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.